Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer, and determined that instrument is experiencing an electrical noise on random readpoints. The fse replaced the photodiode array (pda) board to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous patient results for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) on their dxc 700 au chemistry analyzer. The erroneous patient results were reported out of the laboratory and were later amended. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for four (4) patient samples.